Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in shock impedance from 90 to 133 ohms. Since then, measurements appear to be resolved back to average values seen prior to the sudden increase. Technical services (ts) was consulted, noting a review of the available trend data shows a gradually rising shock impedance from (B)(6) 2024 to (B)(6) 2025. Since then, it has gradually reduced to 91 ohms in (B)(6) 2025. Rv pace/sense impedance, threshold and intrinsic amplitude appear in range and stable. According to ts, the shock impedance increase could be a result of micro-displacement, under-insertion of the lead, or a change in the patient's pathological condition (i.e., a recent medication change). As such, investigation into the lead position and header connection was recommended. No adverse patient effects were reported. This lead remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in shock impedance from 90 to 133 ohms. Since then, measurements appear to be resolved back to average values seen prior to the sudden increase. Technical services (ts) was consulted, noting a review of the available trend data shows a gradually rising shock impedance from october 2024 to february 2025. Since then, it has gradually reduced to 91 ohms in march 2025. Rv pace/sense impedance, threshold and intrinsic amplitude appear in range and stable. According to ts, the shock impedance increase could be a result of micro-displacement, under-insertion of the lead, or a change in the patient's pathological condition (i.e., a recent medication change). As such, investigation into the lead position and header connection was recommended. No adverse patient effects were reported. This lead remains in service.